Event description:
(B)(6) 2013 went in for replacement of my medtronic synchromed drug pump due to battery end of life. Checked into hosp ((B)(6)) and was prepped for surgery, wheeled into or and old pump removed, new pump installed. Catheter was not replaced even though it was (B)(6)old. Taken back to wake up room and I went into respiratory arrest and was held in the hosp for three days and after some discussion with doctors I was discharged. Some time shortly after going home I went into severe morphine withdrawal and was this way for about one week. Dr had no idea was to what happened. (B)(6) 2013 had the catheter replaced and things were improving. Went in for post operative visit and was also refilled with morphine and went home. I was refilled in late (B)(6) or first part of (B)(6) 2014. Went home as normal and I remember nothing until I awoke in critical care at (B)(6) hosp (B)(6). Pump was overdosing me and wife took me to (B)(6) regional med ctr where I was given narcan and ativan, I believe, and the dr admits that this pump is still not right but shows nothing on readout. We are currently looking into changing the pump for another brand.